Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue and broken gripper line were confirmed via device analysis. The reported positioning failure-leaflet grasping and difficult to remove from anatomy could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the reported difficult to remove from anatomy was due to procedural circumstances. The cause of the reported single gripper actuation issue and broken gripper line were unable to be determined. The reported positioning failure (leaflet grasping) was likely related to procedural circumstances. The reported tissue injury was a cascading event of the reported difficult to remove from anatomy. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3-4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, mitraclip nt was implanted and an attempt was made to place the second clip on the lateral side in the second position, height was not sufficient and grasping was difficult. It was determined that the device was entangled with chordae and fine chordae in the grasping region were found to be torn. To regain the position, it was attempted to invert the clip into the left atrium but was unable to return to left atrium. It was determined that one of the grippers would not lower or raise and device could not be used. Two clips were planned initially, and the second clip was not placed and the procedure was discontinued. Clip was removed from the patient, and it was determined that the gripper line was broken. All steps were performed as per IFU during the preparation and procedure. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.